Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed via x-ray image. High capture thresholds and low r wave sensing were also noted. The lead was explanted when repositioning was not successful. The procedure was complete successfully without adverse consequences for the patient.